Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated. Olympus service operation repair center identified that the video connector had the failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, as a result of the investigation, there was the possibility that this phenomenon was attributed to the aging deterioration of the video connector.

Manufacturer narrative:
The subject device was returned to omsc for the evaluation. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was turned to white during the preparation of the unspecified therapeutic procedure. The user changed to another similar device and completed the procedure. The reported phenomenon was duplicated when the external force was applied to the universal code of the subject device. There was no report of patient injury associated with this event.